Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm the issue. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a fiber optic failure. No harm or injury reported.